Manufacturer narrative:
The underlying cause documented on the irs or return fields in (B)(4) is identified as: other - horn malfunction, sieve bed - saturated, pe valve - not shifting.

Event description:
The dealer stated that the unit is not alarming and when it does, it is really soft and not loud at all.